Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be at 10 percent remaining during pre-implant testing. The local area field representative re-interrogated the device; however, the battery longevity remained at 10 percent remaining. A different device, which showed an estimated battery longevity of 100 percent remaining, was implanted instead. No adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be at 10 percent remaining during pre-implant testing. The local area field representative re-interrogated the device; however, the battery longevity remained at 10 percent remaining. A different device, which showed an estimated battery longevity of 100 percent remaining, was implanted instead. No adverse patient effects were reported.